Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that on (B)(6) 2010, a pump and catheter were implanted into the patient. Shortly after the pump was implanted, the patient began to suffer complications. She experienced burning in both her thighs when sitting for extended periods of time. The pain was made worse with standing for extended periods of time, bending, lifting, increased activity, and riding in a vehicle. After nearly five years of enduring on and off complications, and due to the pump malfunctioning on (B)(6) 2015, the healthcare provider (hcp) scheduled the pump to be removed. It was stated that the design of the pump caused the device to fail to deliver, without warning of any malfunction, the programmed dose of medicine. It was also noted that the patient's catheter failed. The patient underwent pump removal surgery on (B)(6) 2015. The postoperative diagnosis of the patient was deemed as "complication of spinal device". It was noted the patient suffered severe illness and lost significant quality of life. Additionally, the patient had suffered damages, mental anxiety and anguish, and loss of self-esteem. It was also alleged that the pump was not accompanied by adequate instructions and/or warnings to fully apprise the patient of the full nature and extent of the risks and side effects associated with its use. It was further reported that the patient suffered crippling injuries that left her with permanent and significant disabilities.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.